Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow sensor was replaced due to contamination. In addition, during the evaluation the front panel, blower motor, blower seal, blower mounts, blower cap, blower chassis plate, cooling fan both fans, muffler assembly, inlet and outlet side panels, fio2 housing, tubing, and housing were all replaced due to contamination.